Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx2220 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after around 4 weeks of use, the tapered part of the catheter was detached. It was unable to be engaged properly even after a replacement of the extension tubing.